Manufacturer narrative:
Method - device was not returned; followed up with pt.

Event description:
It was reported that a patient developed "back problems" in (B)(6) 2007. The patient underwent an x-stop procedure (12mm device) at level l4/l5 with no complications on (B)(6) 2010. Six weeks post operatively, muscle swelling was noted at the upper end of the incision. On (B)(6) 2010, patient reported doing well, requesting to play golf again; given instructions not to over swing. On (B)(6) 2010, patient contacted the physician's office for return of pain in the right leg coming from the back radiating medially into the right leg all the way to the foot. Reports of (B)(4) showed spinous fracture at level l5 and extended into and distracted the superior aspect of a vertical fracture of l5 spinous process. During the last visit with the physician on (B)(6) 2010, patient was recommended to have a diagnostic and therapeutic l5 nerve root injections on the right side.

Event description:
It was reported that a pt underwent an x-stop procedure at level l4/l5. Post procedure the pt felt something while he was golfing. The pt "woke up in terrible pain and a fracture". The device was reportedly dislodged. No additional info was reported.